Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 28 synergy drug-eluting stent was selected for use to treat the lesion. During preparation, the physician noted that the mid portion of the device was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts that were stretched and bent back distally. The stent had stretched over the distal cone of the balloon. The outer diameter of the undamaged proximal end of the stent was measured with a calibrated snap gage and was within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 28 synergy(tm) drug-eluting stent was selected for use to treat the lesion. During preparation, the physician noted that the mid portion of the device was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.